Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml lioresal at an unknown dose via an implantable pump for intractable spasticity. It was reported that the patient's pump was empty and was confirmed with telemetry. It was noted the patient missed a refill. The event date was noted to be (B)(6) 2017. The pump was being refilled on (B)(6) 2017. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.